Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. Internal inspection of the device did not yield any findings. The device was recertified and returned to the customer. The electrode pads that were used were not returned for evaluation. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. The backup crew arrived, they removed their pads and used the backup crew's monitor and pads to shock the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.